Event description:
Information received by medtronic indicated that the customer reported debater change alert, changed the battery waited for 2 hours, pump dint not react. Troubleshooting was performed and found that the installing a new battery, monitoring the pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged frozen screen, blank display and unexpected battery power loss found on 19-jun-2023. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no frozen screen, blank display and unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 16:02:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:29:22.000 (B)(6) 2023 16:29:23.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:29:22.000 (B)(6) 2023 16:29:23.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 10:54:02.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 12:21:57.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 11:39:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. Frozen screen, blank display and unexpected battery power loss were not confirmed. However, during visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.